Manufacturer narrative:
A ge service rep performed an on site investigation. The camera cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.